Manufacturer narrative:
One device was returned for evaluation. Visual inspection found the labels intact and the device in good condition. A review of the event log found high pressure alarm messages after the pump was started. Use testing found that when a cassette was attached and pump was run, no alarm message was displayed. Pressure switch testing was performed and found to be activated properly per manufacturing specifications. It was unknown how the customer had the issue. Based on the evidence, a root cause was unable to be determined, as no issues were observed during testing.

Event description:
Information was received indicating that this ambulatory infusion pump exhibited high occlusion pressure. No adverse patient effects were reported.